Event description:
The scrub nurse removed the v-loc from its package; it was not seated properly and it "popped out". She placed the suture back on the table and loaded it into the endo stitch. The physician used the suture on the patient; needle broke about; of the way from the end. An x-ray was taken and the physician attempted to retrieve the broken needle, but was unable to locate or remove it; 4mm of the needle was retained in the vaginal tissue. The scrub nurse anticipated the use of another v-loc; when unloading to place in needle mat, a 2nd needle broke. ====================== manufacturer response for wound closure suture device, v-loc 180 wound closure device (per site reporter) ====================== all suture product with same lot number were removed and returned to rep.